Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. Liquid ingress caused corrosion on the main circuit board and was the root of the issue. The pump was beyond economic repair due to incorrect and damaged components/product tampering.

Event description:
It was reported that the plunger would not function properly. There was a plunger function error. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.